Event description:
Device malfunction: thumb advancer failed to advance completely. Time of device malfunction: during vessel closure. Symptoms/ae; failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, resistance was felt during step 3 and the thumb advancer stopped approximately three-quarters from completing sheath splitting. The clip deployed on top of the skin and was removed by an unknown method. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.